Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ alert during a fill tubing step consistent with an occlusion-type condition, and the user could not fill the tube until the supplies were changed; after replacement of the connector and cartridge, the alert cleared and the user completed the supply change without further issues. Symptoms included no reported blood glucose impact. Outcomes included no need for medical intervention and no hospitalization. Investigation included troubleshooting with review of on-device alerts and user education, and collection of lot information for the connector and cartridge. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.